Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the patient experienced cardiac tamponade that required pericardiocentesis. During ablation, the anesthesiologist noticed the patient's pressure was lagging. The physician identified a pericardial effusion with the soundstar catheter. Pericardiocentesis was done. Patient did well post pericardiocentesis and was getting ready to transfer to intensive care unit (ICU). Patient's pressure came back to normal. Additional information was received. Physician's opinion on the cause of this adverse event was procedure. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. This adverse event was discovered during use of biosense webster products. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Patient fully recovered but required extended hospitalization (over night).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the patient experienced cardiac tamponade that required pericardiocentesis. The device evaluation was completed on 20-mar-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event is the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).